Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the back is broken. The dealer states that right side head tube is damaged. The dealer states he doesn't know what happened to the chair he is just repairing it.